Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The ra lead was explanted and replaced with an alternate ra lead. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of oversensing noise leading to inappropriate automatic mode switch (ams) was confirmed. As received, a partial lead (only distal portion) was returned in one piece measuring 38.0/46.0 cm (outer insulation/inner insulation and inner coil). Visual inspection of the lead found an external abrasion breaching the outer insulation and exposing the outer coil at 32.5 cm to 33.0 cm from the distal tip of the lead which consistent with friction to the device can. The cause of the reported event was due to exposure of outer coil at the abrasion zone.